Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 113650, comp primary stem 10mm std, lot # 65954843. G2: poland. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the head of the prosthesis separated from the stem. The patient was to be re-operated in the same hospital where the first procedure was performed, but he decided not to. No further information is known.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information is available at the time of this report.